Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, service report and device log files. The ventilator was investigated on site by our field service engineer (fse) who found that the nozzle unit of the o2 gas module and expiratory cassette were defective. After replacement of the faulty parts, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Internal leakage test sequence checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. Checks that the measured pressure values differ less than 5 cmh2o between insp. And exp. One of the message which can occur is "leakage". According to the user¿s manuals for servo-s (e.g. Rev. 04), and service manuals for servo-s (e.g. Rev. 07) preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Issue is also related to expiratory cassette and it was solved by replacing the faulty part: based on the reviewed documentation (e.g. User manuals for servo-I rev. 06, servo-s rev. 04, servo u/n rev. 07, servo-air rev. 08 and service manuals for servo-I rev. 10, servo-s rev. 07, servo-air rev. 06, servo-c rev. 02, cleaning and maintenance for servo-u/n v4.2 rev. 01, servo-I/s rev. 07, servo-air rev. 02) it was not possible to determine one particular root cause, however, it was managed to define a few likely root causes, which might lead to the monitor pressure transducer test failure. Described malfunction could be related with one of the following root cause: - expected wear and tear - root cause related to wear of component over a time that indicates that parts no longer function according to specification. Wear and tear of parts is a process, which occurs even when an item is used competently and with care and proper maintenance. According to service manual for servo-air, rev. 06 operating capacity for the membrane is estimated to 10 000 000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. It is important to repair the device as soon as the fault is noticed - defective parts can lead to faster wear of the device. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used. Using not original parts may cause degraded system performance and safety. It is important to not modify or remove any original parts. - user error - user is informed about the malfunction of the device by displayed alarm. When alarm is observed customer should contact technician. If in that situation the alarms is ignored or failure to follow the instructions described in user manual might lead to further malfunction of the device. Based on user manual servo-I rev. 07 it has been determined likely causes related to reported problem, e.g.: - storing expiratory cassette/ expiratory cassette membrane in inappropriate conditions. - removal and insertion of the expiratory cassette/ expiratory cassette membrane should be done very carefully to avoid damage to the parts. - not performing the pre-use check after installation, maintenance or service intervention. User should also control dates for next preventive maintenance to check proper functions of the device. - dirty expiratory cassette membrane could lead to leakage in the cassette. All requirements related to cleaning expiratory cassette/ expiratory cassette membrane is described in cleaning and maintenance (e.g. For servo-u, servo-n, servo-u mr v4.2, rev. 01) service or maintenance error - improper functionality of the device can be a result of improper service/lack of maintenance or a lack of inspection. A preventive maintenance must be performed at least once every year or every 5000 hours of operation. Only qualified technician are allowed to perform installation and service of the device. It is possible for user to do preventive maintenance after being trained by the manufacturer. Moreover, the technician should also make sure that all parts are properly mounted after performing work on device, e.g. When assembling, make sure that the expiratory cassette clicks into position. Check that it cannot be moved upwards and that the button on top of the cassette is completely ejected. Next, perform pre-use check. Not following the recommendation from the manuals, might lead to the part or device damage. Please note that sometimes due to the insufficient information provided and despite our best effort in gathering information, the exact root cause of the failure cannot be established (due to lack of information like logs) or the problem could not be duplicated when a service representative arrived to the facility. There are also some cases, where the customer call off the visit ¿ in these kind of situation we might be not able to confirm the root cause or it would be impossible to define.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).